Manufacturer narrative:
The device was returned to zoll (B)(4). The customer's report was duplicated and the selector knob was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.